Event description:
It was reported that the programming and vt/vf was not set on her device. Patient was informed on how to reprogram device so, her information could be captured by the device correctly. After reprogramming device episodes were captured correctly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.